Event description:
It was reported that the console screen flickered during the procedure. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified mid right coronary artery (rca). A rotapro console was selected for use. During start up and during the procedure, the console screen flickered and worsened as the procedure proceeded. The procedure was completed with the console device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the rotapro console sn: rp005349 was returned for analysis. On visual inspection the rotapro console sn: rp005349 was in good condition. Rotapro console sn: rp005349 has a total powered on time of 6 hrs and had a total procedure time of 19 mins. During functional testing, flickering of the screen was confirmed. The flickers was observed intermittently during the functional test in the corner near the reset button. The fault was traced a faulty screen in the front housing.

Event description:
It was reported that the console screen flickered during the procedure. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified mid right coronary artery (rca). A rotapro console was selected for use. During start up and during the procedure, the console screen flickered and worsened as the procedure proceeded. The procedure was completed with the console device. There were no patient complications reported.